Event description:
It was reported that while processing a unit of cord blood, a leak was detected during the initial expression of plasma. The leak occurred where the y fitting connects to the middle tubing coming out of the 200 ml bag. The customer examined the connection under a microscope, and thought the bond between the y fitting and tubing was insufficient. No clinical involvement was noted.

Manufacturer narrative:
The returned device was examined microscopically and there appeared to be an insufficient bond between a tubing segment and one of the y-connector joints. There was some evidence of partial bonding along the lower tubing axis, but not enough to encircle the tubing in a way that would provide a complete seal. It was apparent that this joint would have leaked in use, as described by the reporter. A review of the device history record for the lot number of the device did not reveal any deviation or other condition that would explain how this joint may have apparently received insufficient solvent to form a complete bond. Unless substantially significant information becomes available, this constitutes a final report.